Event description:
A US distributor contacted ZOLL to report that a patient developed a skin irritation under the LifeVest equipment. Patient described the area as red and itchy under the equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician adjusted their medications to help with the irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not Applicable.